Event description:
Multifocal lenses were implanted bilaterally following cataract surgeries on (B)(6) 2012 on (B)(6) 2013 I reported that my vision felt as though I still had astigmatism. On (B)(6) 2012 I reported blurred vision especially of the left eye, and extreme light sensitivity. On (B)(6) 2012 I had yag capsulotomy procedures that afforded some relief from light sensitivity. On (B)(6) 2012 I inquired about lens explantations - was seen in consultation regarding this on (B)(6) 2013 but risks are increased by time lapse since implantation and also by capsulotomies. After a number of wave scans in (B)(6) 2014, I was advised of nearsightedness and astigmatism bilaterally. Lasik procedure to left eye with little if any improvement. Advised vision concerns I have (contrast sensitivity and light sensitivity) are related to multifocal lenses. Confirmed by visit to (B)(6) in (B)(6) 2014. I have attached a 2007 report on reduced contrast sensitivity so certainly this is a known problem as well as frequent (one physician told me 1 in 5 recipients he sees in his practice have problems). I've read FDA only does investigations if they receive a number of complaints. I would like to point out that first of all most patients who undergo cataract surgery with implanted lenses are elderly; many elderly do not have computer access and even if they do, who knows how to find the reporting forms? I only accidentally came upon this information.